Event description:
It was reported that the impedance on right ventricular (rv) lead has been gradually increasing and is now high. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: c154dwk implantable cardioverter defibrillator (B)(6) 2007; 4193 implantable pacing lead (B)(6) 2003. (B)(4).